Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional interventions included reprogramming on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that electrodes 10 and 11 were defective and out-of-service. The patient was able to being effectively stimulated on electrode 9, so no more actions/interventions were planned at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that on (B)(6) 2018 the high impedance was again observed. The patient was reprogrammed. The patient was experiencing paresthesia and headaches at that time.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). It was reported the patient experienced tingling sensation in the left "hemibody." Diagnostics included device interrogation on (B)(6) 2017. The device diagnosis was high impedance on the right lead: contact 8 at 3435 ohms, contact 10 at 3875 ohms and contact 11 at 5519 ohms. Interventions included reprogramming on the same date of the interrogation. The etiology was possibly related to device/therapy and not related to implant procedure. There was suspicion of connection problem between lead and extension. The event was stated to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had an improvement of the tingling sensation with new programming on (B)(6) 2018. There was only high impedance on contact 11 at 2646 ohms. The issue was reported to be resolved on (B)(6) 2018.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted:(B)(6) 2012, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that there were no falls or trauma related to the issue. As troubleshooting the device was reprogrammed on (B)(6) 2017. The cause of the connection issue remains unknown. It was noted that the neurostimulator is to be replaced due to normal depletion and programmed on (B)(6) 2018. The neurosurgeon will test impedances after the replacement to see if it is sufficient or if a lead/extension replacement is necessary. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# 0205799147, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, lot# 020576507, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that as an intervention impedance measurements of the lead took place during the implant re placement on (B)(6) 2018. There was also a suspicion of a connection problem following the device interrogation with it noted that the right lead is defective and that the replacement will be programmed. The etiology was updated to related to the device or therapy. No further complications are anticipated.